Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge remained at 100% despite being in use. Review of pump data logs by tandem technical support confirmed the battery gauge was not depleting as expected. The customer's blood glucose (bg) level 511 (mg/dl). A bolus was delivered to address bg level. Reportedly the customer would continue to use the pump for insulin therapy.